Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal episode. Review of stored device memory noted a mode switch episode that correlated with the syncope. It was unknown if the episode was appropriate or not, however, it was suspected that the patient may have been sensitive to the mode switch. A health care professional (hcp) planned to discuss with a physician. No additional adverse patient effects were reported. This product remains implanted and in service.